Manufacturer narrative:
The user facility discarded the distal portion of the catheter. The remainder of the catheter was returned to the manufacturer. The manufacturer of the catheter shaft has completed a thorough review of the manufacturing process on june 15th and found no deficiencies that might have led to the catheter shaft fracture. As noted in the initial report, the returned catheter had evidence of extreme clinical use. Because of the anatomy of the left atrium, ablation catheters typically take the most extreme angles of deflection when accessing the right inferior pulmonary vein. The manufacturer has attempted to simulate the event in the bench laboratory environment and confirmed that dislodgement of the distal catheter portion requires tearing the balloon with considerable force.

Event description:
Dislodgement of the distal catheter portion during extreme clinical use in the right inferior pulmonary vein. The distal catheter portion was retrieved with a snare. No adverse effect on the patient was reported. The user accessed the right inferior pulmonary vein which was reported to have difficult and complex anatomy. The user attempted to withdraw the balloon back into the sheath but was unable to do so. The user was eventually able to withdraw the balloon into the sheath at which time it was noticed that the distal portion of the catheter had dislodged into the vasculature. The distal portion of the catheter was then snared and removed from the patient. The manufacturer representatives discussing this case with the user reported that the user understood the risk of the extreme clinical use of this catheter. Dislodgement of the distal catheter portion required subsequent application of considerable force while attempting to withdraw the catheter into the sheath. Distal catheter portion dislodgement requires tearing the balloon with considerable force and makes this event reportable.

Manufacturer narrative:
The user facility discarded the distal portion of the catheter. The remainder of the catheter was returned to the manufacturer. Because of the anatomy of the left atrium, ablation catheters typically take the most extreme angles of deflection when accessing the right inferior pulmonary vein. The manufacturer has attempted to simulate the event in the bench laboratory environment and confirmed that dislodgement of the distal catheter portion requires tearing the balloon with considerable force.

Event description:
Dislodgement of the distal catheter portion during extreme clinical use in the right inferior pulmonary vein. The distal catheter portion was retrieved with a snare. No adverse effect on the patient was reported. The user accessed the right inferior pulmonary vein which was reported to have difficult and complex anatomy. The user attempted to withdraw the balloon back into the sheath but was unable to do so. The user was eventually able to withdraw the balloon into the sheath at which time it was noticed that the distal portion of the catheter had dislodged into the vasculature. The distal portion of the catheter was then snared and removed from the patient. The manufacturer representatives discussing this case with the user reported that the user understood the risk of the extreme clinical use of this catheter. Dislodgement of the distal catheter portion required subsequent application of considerable force while attempting to withdraw the catheter into the sheath. Distal catheter portion dislodgement requires tearing the balloon with considerable force and makes this event reportable.